Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical records did not contain hospital history and physical, hospital progress notes, dialysis clinic progress notes, medication lists or treatment records for review. Medical record did not indicate the treatment for the peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. The patient¿s culture for staphylococcus epidermidis suggests the patient¿s peritonitis was due to touch contamination.

Event description:
A peritoneal dialysis patient's nurse reported the patient was diagnosed with peritonitis on (B)(6) 2016. The nurse reported the peritonitis was due to a break in sterile technique. The patient's peritoneal dialysis culture revealed staph epidermidis. The patient was treated with intraperitoneal vancomycin.